Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reported that the pump was being replaced today (B)(6) 2016. The pump had a motor stall on (B)(6) 2015 and recovered on (B)(6) 2015. The pump was programmed to infumorph 15mg/ml and bupivacaine 5mg/ml and minimum rate mode. The pump was last updated on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015 a consumer reported that in (B)(6) 2014 their pump failed for the first time. The patient was in the (ICU) intensive care unit. It was also noted that the patient was given a shot of morphine. The pump was used to deliver morphine at an unknown dose and concentration. The indication for use was noted to be non-malignant pain and post lumbar laminectomy syndrome. Follow up was requested to determine the cause of the pump failure, if any troubleshooting was done, or any interventions were required. If additional information is reported a follow up report will be sent.